Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The 2.50x38mm esprit btk scaffold was implanted without issue; however it was noted after use that the temperature tag on the chipboard box had been triggered. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use (IFU) states: a non-sterile temperature monitor included in the package is for the shipping and storage of the esprit btk system. Before use of the esprit btk system, check the temperature monitor located through window in the back of the product box. The indicator should only show a check mark as indicate. If any other screen is present, do not use the product. In this case, the account is reporting the error and is aware of the deviation. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that the device was stored inadequately during transportation or at the account; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported ambient temperature problem. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. The 2.50x38mm esprit btk scaffold was implanted without issue; however, it was noted after use that the temperature tag on the chipboard box had been triggered. There were an additional five other esprit btk systems with the temperature tags that were triggered. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.